Event description:
It was reported that the patient is experiencing pain and had a tm monoblock tibia implanted in (B)(6) 2088; however, there is no preliminary indication that the patient's tm monoblock tibia was revised.

Manufacturer narrative:
Investigation is in progress.